Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 15(the critical block and inverse critical block did not add to zero) and the display of the insulin pump was blank. The event involved product(s) mmt-1884, unomedical, mmt-7040a, unk_reservoir. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for unk_reservoir.

Manufacturer narrative:
The pump power up after battery installed no blank display was noted. Unit passed displacement and self-test. No unexpected pump error 15 noted during testing. Pump error 15 thump software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 15 alarm on (B)(6) 2026 03:52:09.000 hour for alarms that may have occurred in the past and line number 442 file number 38 (B)(6) 2026 03:52:09.000 or during a complaint call that might have triggered the reason complaint. Unit was cut open to perform visual inspection and found moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, no blank display and pump error 15 alarms not confirmed. However, moisture damage found on moisture damage on the electronics, battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.